Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, battery testing, and functional testing were performed. The damaged battery was identified during battery testing. The cause of the condition could not be determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a flo-gard infusion pump was found to have a damaged battery. There was no patient involvement. No additional information is available.